Event description:
Reportedly, valve model 3300 tfx, size 21 mm was not implanted due to sewing cuff was fraid. Package was perfect. No additional information was provided at this time..

Manufacturer narrative:
Evaluation summary: ¿the black marking thread at cusp # 3 is detached at the out-flow end. No pieces of marking thread are found attached to the out-flow end. The in-flow end is still attached. The thread is measured to be approximately 1cm long from the attachment point (in-flow). It appears that the thread became loose at the out-flow end. The thread is a little wavy at the out-flow end and does not appear to have a sharp cutting end. We took a scrapped valve (same model 3300tfx) from the floor and detached one end of the black marking suture; the length of this piece of thread is also about 1 cm long. Valve ID tag is not present.¿ x-ray.

Manufacturer narrative:
Sewing cuff was fraid. Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, and additional information, however, no additional information was provided, device has not been returned for evaluation.